Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('e-free/pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gastric infection ("3 different infections in my stomach and they belive its from essure"), vomiting ("they make me throw up"), erythema ("ear got so red and hurt badly") and external ear pain ("ear got so red and hurt badly"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, gastric infection, vomiting, erythema and external ear pain outcome was unknown. The reporter considered erythema, external ear pain, gastric infection, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Previously reported unspecified event "medical device removal" was updated to more specified event "pelvic pain", events- "they make me throw up,3 different infections in my stomach,ear got so red and hurt badly ", essure insertion date, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.